Manufacturer narrative:
Na.

Event description:
There was an allegation of questionable results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 7:02 p.m. Was 13.8 seconds. When the unit of measure was changed to inr, the result was 1.2 inr. The result from the meter at 7:06 p.m. Was 13.7 seconds. When the unit of measure was changed to inr, the result was 1.1 inr. At 8:30 p.m. The result from an unknown laboratory method was 2.1 inr. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr.

Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 3.0 inr; qc 2: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.

Event description:
There was an allegation of questionable results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 7:02 p.m. Was 13.8 seconds. When the unit of measure was changed to inr, the result was 1.2 inr. The result from the meter at 7:06 p.m. Was 13.7 seconds. When the unit of measure was changed to inr, the result was 1.1 inr. At 8:30 p.m. The result from an unknown laboratory method was 2.1 inr. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr.

Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."